Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The reporting of this complaint was based on available information that indicated a malfunction that could lead to a hazardous situation. However, our investigation has revealed that this was not the case and with the results at hand now it should not have been reported. According to the new information received from field service engineer (fse), the ventilator generated technical error code indicating backup audible alarm error. The service order was canceled by the customer. More details and solution have not been provided. According to service manual, this technical error code could be activated if the patient unit front cover is removed and/or if the monitoring printed circuit board is defective. The received device logs reveals technical error code indicating backup audible alarm error on 2023-08-23. This technical error code is an audible error and will not affect ventilation.

Event description:
It was reported that the ventilator generated alarms. No more details were available. There was no patient harm. Manufacturer's ref.#:(B)(4).